Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that two weeks ago they fell and saw a call the doctor message on the remote. The patient rated their pain as 9/10 from the fall and pain over the implant site. It was noted that the patient had the device on and got a shocking sensation the night before. Troubleshooting had the patient turn on the programmer and there was no longer a call the doctor message. The patient mentioned that the ER told them the leads were in good position and there was no injury to the patient from the fall. Further information received from the representative reported that they met the patient and impedances were run in several positions and were within normal limits. The patient was given a new group and did not activate adaptive stimulation. Adaptive stimulation was checked and all was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was doing well after the reprogramming. There were no more reports of shocking or jolting.